Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. There was no indication that a malfunction or misuse contributed to the reported events; however, with no return of the valve for evaluation and the limited available information, a conclusive cause for this event could not be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into another manufacturer's failed surgical aortic valve, the patient experienced multiple ventricular tachycardia and ventricular fibrillation episodes that were successfully defibrillated. Following implant, the patient exhibited profound hypotension and left ventricular dilation. Pressors were initiated with little effect; cardiopulmonary resuscitation was then performed and the patient was placed on cardiopulmonary bypass, improving the patient¿s condition. An intra-aortic balloon pump was placed and the patient was weaned off by-pass. A neurology consultation/ computed tomography (CT) scan were conducted the following day when there was difficulty waking the patient; the results were negative. The patient passed away four days post-implant from an unspecified cardiovascular cause. No autopsy was performed. It was reported that the death was related to the implant procedure and possibly related to the valve.

Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore, has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.